Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's daughter stated that the unit isn't suctioning as much as they would hope. It is unclear if troubleshooting was performed. The lot/serial number was not provided. There are no reports of impact/injury to the patient per follow up information received on 30apr2026, it was reported she has unfortunately passed away. I will not be keeping the device as we will no longer need it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the unit isn't suctioning as much as they would hope. It is unclear if troubleshooting was performed. The lot/serial number was not provided. There are no reports of impact/injury to the patient.